Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruise, blindness, branch occlusion, central retinal artery occlusion, focal ischemia and ischemia of surrounding retinal tissue are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma® xc in the malar region/mid face bilaterally. The injection was done with a tuberculin syringe with a small gauge needle. The injection was uneventful and the patient did not complain of any pain or blurred vision at the time of injection or immediately after. The healthcare professional noted that they did not aspirate prior to injection but had kept the needle moving at all times. Patient developed blindness in the right eye which were described as "brown spots" 48 hours after the injection. Patient also had bruising on the left cheek. Patient had gone to an ophthalmologist that concluded that the blindness was due to filler injection as the patient did not have any pre-existing conditions that would lead to unilateral blindness and no other traumatic events and that it was induced by single vessel occlusion resulting in focal ischemia followed by subsequent ischemia of surrounding retinal tissue. The healthcare professional added that it was a branch occlusion and then central retina art occlusion 4 days after the injection. The healthcare professional has not seen the patient and only spoke with the patient via phone call. Patient still has unilateral blindness and no further attempts at intervention of the condition has been performed. Patient's loss of vision is considered to be permanent.